Manufacturer narrative:
This follow-up report is being submitted to relay additional information. B3: event date is an unknown month and day in 2017. D6b: explant date is an unknown month and day in 2017. Complaint sample was evaluated and the reported event was confirmed. A cocr femoral head, a trilogy liner, a trilogy shell, a fullcoat stem, and a trilogy screw were returned. Visual evaluation identified the following. The head was returned seated on the stem's taper. There were scratches on the spherical surface. Dark debris was present at the head-neck mating junction. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Evaluation of the returned products does not change the final conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00620005422, shell porous with cluster holes 54 mm o.d., 60438458. 00784301306, femoral stem beaded fullcoat 12/14 neck taper std. Body std. Offset size 13 13 mm distal dia. 160 mm length, 60204481. 00801803202, femoral head sterile product do not resterilize 12/14 taper, 60416236. Legal. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-05914. No device was returned for evaluation; the report could not be confirmed due to limited information provided by the complainant. Device history records were reviewed and no related manufacturing deviations or anomalies that would have contributed to the reported event were identified. The investigation can draw no conclusions with the information made available. Root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's right hip was revised approx. 11 years post implantation due to dislocation, metallosis, pain and loosening. Attempts have been made and additional information on the reported event is unavailable.